Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 30mg/dl. Cause of elevated bg level was unknown. Bg was treated prior to arrival at the ER via consumption of carbohydrates. Once at the ER, customer did not receive additional treatment; only blood pressure and vitals were checked. Reportedly, customer left the ER later the same day with the issue resolved and no permanent damage. System check by tandem technical support confirmed the pump was functioning as intended.